Manufacturer narrative:
Device evaluation of electrode belt (B)(4) has been completed. The reported problem (damaged cable) has been confirmed. Upon investigation, the electrode belt cable connecting the front therapy electrode (te) and electrodes a and b was damaged and had multiple cuts, and cable between ECG a and b was severed. Additionally, ECG b tantalum dome was missing. The root cause for the damaged cable was physical abuse. No adverse event resulted from the damaged electrode belt.

Event description:
A us distributor reported that a patient's belt had a damaged cable.